Manufacturer narrative:
The following items were shipped with the return product; unit carton box, tyvek lid, outer thermoform packaging tray, inner thermoform packaging tray, inserter, istent. Visual, microscopic, functional and dimensional (istent only) evaluations were completed. The following observation were made about the condition in which the returned product was received. The tyvek seal had been removed from the outer thermoform packaging tray. The stent was returned grasped by the inserter. The inserter was visually inspected and no nonconformities were observed. There were no physical irregularities that could have caused a capsular bag tear. The following functional tests were performed on the returned product. The inserter was functionally tested and found to function as intended. Using the same inserter and stent, the stent was re-grasped and released 3 separate times; no issues were identified while retaining and releasing the stent and the inserter functioned as intended. The stent was microscopically examined. The stent tip, was examined and found to be within specification. Evaluation of the returned inserter and stent found no issues. The inserter had no physical irregularities that may have caused a capsular bag tear and was functioning properly. The stent tip was also found to be within specification. (B)(4).

Manufacturer narrative:
The customer reported that the device is not available for evaluation and will not be returned to glaukos. (B)(4).

Manufacturer narrative:
At this time the device has not been returned to glaukos for evaluation. The device history records were reviewed and there were no nonconformances believed to be related to the reported event. (B)(4). Damage to the capsular bag is listed in the device labeling as an inherent risk of cataract and glaucoma stent surgery. (B)(4).

Event description:
The surgeon was performing her first istent case and attempted to implant the stent prior to the phaco/cataract portion of the procedure. The stent was not able to be implanted after 3 attempts and the surgeon aborted the istent implantation and continued to phaco/cataract procedure. The surgeon noticed at this time that the capsular bag had torn. The tear was thought to be caused by either the stent inserter or the viscoelastic cannula. This made cataract removal more challenging. A toric intraocular lens was implanted successfully. Additional information was requested and the surgeon provided the following details. The capsular tear was limited to the anterior capsule and did not require intervention and there was no loss of vitreous fluid. The toric lens is not perfectly centered and the patient will likely need lasik surgery. The patient's current bcva is 20/30. A full visual recovery is anticipated.